Manufacturer narrative:
Complainant/facility: (B)(6). Cev649-5b: evaluation of this instrument indicated that the sheathing was damaged, which was most like a result of impact during use or the reprocessing stages. Cev10195r: evaluation of this instrument indicated that the handle was jammed and difficult to use. The jam was most likely due to a lack of regular lubrication on the instrument. Cev625-1: evaluation of this instrument indicated that the wire was extremely bent, which was most like a result of excessive duress during use or the reprocessing stages. Note: this MDR is being filed as a result of an internal review of complaints from medtronic¿s mxi facility in (B)(6). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi (B)(4) was opened to address these issues. (B)(4).

Event description:
Three devices (cev649-5b, cev10195r, and cev625-1) were returned for repair to mxi service and repair. It was reported that the, "laparoscopy fenestrated forceps handle very hard."